Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that reservoir cracked and leaked into reservoir compartment and reservoir was difficult to remove from reservoir compartment. Customer was able to remove reservoir by priming, but received a motor error alarm after removal of reservoir. Customer's blood glucose was 589 mg/dl and was treated with insulin pen. During troubleshooting for motor error alarm, it was found that insulin pump was not exposed to magnetic field or MRI and customer was unable to complete rewind sequence. After troubleshooting, customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test due to motor anomaly. No traces of moisture were noted at electronic assemblies per visual per visual inspection. The insulin pump was received with minor scratches on lcd window.